Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the controller in use during the event was (B)(4). Log analysis revealed that the battery would discharge at an expected rate. The reported event (not lasting long enough) could not be confirmed or duplicated during functional testing; the returned battery passed functional testing. The battery discharged at an expected rate when tested. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the battery gave an alarm when was at 50% charged. The battery took a  few minutes full depletion.